Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and cleaned the hemoglobin (hgb) chamber and adjusted the hgb preamplifier and detector to resolve the reported issue. Failure mode of the event is attributed to the hgb chamber which needed to be cleaned. (B)(4).

Event description:
The customer reported obtaining lower hemoglobin (hgb) results from a pre-diluted sample, for one (1) patient, involving the unicel dxh 800 coulter cellular analysis system, when compared to hgb whole blood results obtained on the same and alternate dxh 800 instruments. The customer indicated when a sample is found to have a low mean corpuscular hemoglobin concentration (mchc) result, the sample is diluted 1:5 using the dxh 800 predilute whole blood panel (predix5) for verification as per laboratory protocol. The customer repeated the sample using prediluted whole blood panel on the same and alternate dxh 800 instruments. The customer obtained results which were considered correct from the alternate dxh 800 instrument and reported the repeat results out of the laboratory. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. A review of the provided data indicates that the sample was initially run undiluted via the cassette mode on the dxh 800. Based on the low hgb and mchc results recovered in the initial run, the customer repeated the sample in predilute mode for three (3) times on the same dxh 800 instrument and once on the alternate dxh 800 instrument for verification as per laboratory protocol. Although the original results obtained from the dxh 800 instrument in whole blood mode were not reported out as correct, the original results matched the repeat results from the alternate dxh 800 which were considered correct.